Event description:
Synergy china registry. It was reported that in-stent restenosis occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and on the same day, index procedure was performed. The target lesion #1 was located in the proximal right coronary artery (rca) extending up to distal right coronary artery (rca) with 70% stenosis and was 55 mm long, with a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 28 mm and 3.50 mm x 32 mm synergy stent systems. Following post-dilation, the residual stenosis was noted to be 0%. Five days later the staged procedure was performed. The target lesion was located in the ramus extending into 3rd diagonal with 80% stenosis and was 22 mm long, with a reference vessel diameter of 2.6 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 24 mm synergy stent system. Following post dilatation, residual stenosis was noted to be 0%. Six days later, in september 2019, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with in-stent restenosis and was hospitalized on the same day for further evaluation and treatment. Four days later, the subject was referred for coronary angiography which revealed 80% stenosis noted in the ramus which had previously placed study device and was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0%. The rationale for intervention was angiographic finding without symptoms or objective signs of ischemia. The subject's medication was also adjusted. Two days post procedure, the event was considered to be recovered/resolved, and the subject was discharged on aspirin and clopidogrel.